Event description:
It was reported through a research article that 525 patients with secondary mitral regurgitation (mr) underwent mitral transcatheter edge-to-edge repair (m-teer) from 2014 to 2020. Within one year of the procedure, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿mortality associated with proportionality of secondary mitral regurgitation after transcatheter mitral valve repair: north american mitraclip for functional mitral regurgitation registry.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause for the reported death could not be determined as no patient-specific detail was available. The reported patient effects of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿mortality associated with proportionality of secondary mitral regurgitation after transcatheter mitral valve repair: north american mitraclip for functional mitral regurgitation registry.